Event description:
Caller reported a cartridge alarm 30, which occurred during the load process because the customer did not wait for the prompt to remove the used cartridge. Technical support educated the caller on the correct procedure, and the caller understood and acknowledged the instructions. There was no adverse impact to the customer's blood glucose level. Since the pump was out of warranty, technical support arranged for a replacement pump. The caller was interested in obtaining an out-of-warranty loaner pump and planned to reach out to a healthcare provider due to the lack of backup therapy.